Manufacturer narrative:
Analysis of the implantable pulse generator (B)(4) found no anomaly.

Event description:
It was reported that the manufacturing representative was not able to turn off the patient¿s implantable neurostimulator. The reporter stated it seemed like interrogation problems with the clinician programmer. It was noted that the complete system was explanted on (B)(6) 2013. Additional information received reported the patient experienced an unpleasant sensation from stimulation. It was noted the patient¿s healthcare professional stated the therapy outcome was not successful for the patient. The reporter stated that the unsuccessful therapy outcome and the unpleasant sensation from not being able to turn off the ins were the reasons the ins was explanted and not replaced. It was noted the patient tried turning the ins off with other clinician programmers and patient programmers.

Manufacturer narrative:
(B)(4).